Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective stimulation coverage as it does not provide pain relief. Surgical intervention is planned to address the issue. Note the pt received two leads from the same lot number.